Event description:
Reporter stated that pt's inr result with device was 5.1; lab inr for this pt was 2.9.another pt's inr result with device was 5.1; lab inr for this pt was 3.3.treatment received, if any, was not specified.